Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Visual inspection found no speaker sound at start up test, along with other housing issues that were split off. Results of functional testing indicate a broken speaker. The speaker was replaced and repaired back to full use. Based on the information available and the testing conducted, the cause of the reported problem was a broken speaker and the issue confirmed. He device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 for no audio. No patients or users were harmed.